Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mm 395cc returned device. Mentor concluded that the capsular contracture in the patient´s breast resulted from the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 44-year old caucasian female patient underwent primary breast augmentation with two 395cc mentor memoryshape breast implants and suffered spontaneous right breast implant rupture, post-operatively. The rupture was confirmed by a mammogram and an MRI. As a result, the patient underwent bilateral breast implant removal and replacement surgery on (B)(6) 2022. The left breast capsule was discovered to be thickened. Subsequently, the patient underwent bilateral capsulectomies and replacement with the following devices: (right) 450cc mentor memorygel boost breast implant catalog: smpb450 lot: 9782949 sn: (B)(4) and (left) 450cc mentor memorygel boost breast implant catalog: smpb450 lot: 9716316 sn: (B)(4). This medwatch form is for the left breast prosthesis. Complication on the right breast/implant has been reported under mrn: 1645337-2022-09344.